Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Per sigma spectrum service manual system error 0033 does not exist, however the device was found out of specification in relation to an experienced system error 345. The system error 345 was reproduced and was confirmed through a review of the event history log. The error was found to be caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump was displaying system error 0033. Any patient involvement, injury or medical intervention is unknown.